Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to position difficulty and lead damage. Another new ra lead was also attempted but was also unsuccessful due to patient condition. No ra lead was implanted. No adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was not implanted successfully due to position difficulty and lead damage. Another new ra lead was also attempted but was also unsuccessful due to patient condition. No ra lead was implanted. No adverse patient effects were reported.